Manufacturer narrative:
Ventec performed a customer site visit as part of the investigation. Ventec observed that the device which experienced the "system failure 13" (sf13) alarm was located on a side of the facility which had a radio tower nearby. The radio frequency being radiated by the tower, coupled with the hospital beds, was providing enough radio frequency (rf) noise on the device's ac power line that it interfered with the performance of the vocsn stepping motors, resulting in the sf13 alarm. The alarm was not persistent, however, indicating that the rf interference was likely temporary and intermittent. Ventec performed an evaluation of the device. Based on the information obtained from the customer site visit, the reported issue of a sustained alarm for "system failure 13" while in use with fio2 was confirmed. Additional investigation determined that the root cause of the reported issue was that the device's control board was vulnerable to rf interference. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device sustained an alarm for "system failure 13" while in use with fio2. Medical personnel cleared the alarm and obtained a backup device. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.